Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low k results were obtained on a patient sample on a dimension exl with lm instrument. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. As per siemens instructions, the customer verified the imt pump rate, bypassed the clot check board, and ran system check, which passed. Siemens further investigated the issue and determined that there was no indication of an instrument malfunction; siemens observed that the customer ran quality controls (qcs) and calibration prior to running the patient sample and the recovery was acceptable. Siemens determined that poor sample quality and sample specific issues potentially contributed to the discordant, falsely low k results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low potassium (k) results were obtained on a patient sample on a dimension exl with lm instrument when the sample was run in duplicate. The discordant result of 5.0 mmol/l was reported to the physician(s). The same sample was repeated, in duplicate, under a different sample ID ((B)(6)) on an alternate dimension exl instrument, resulting higher. The repeat result of 5.6 was reported, as the correct result, to the physician(s). The same sample was repeated again (in duplicate) under a different sample ID ((B)(6)) on the initial instrument, resulting higher than the discordant results. The repeat results for sample ID (B)(6), were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low k results.